Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center image flickered when the camera was in use and the cable was manipulated. The issue was found during procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reportable phenomenon was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to degradation, aging, abrasion, or reprocessing. However, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.